Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, the patient was enrolled into a non-abbott study. Several non-abbott stents were implanted prior to implantation of a 2.5 x 23 mm promus stent in the mid left anterior descending artery (lad). A non-target lesion in the second obtuse marginal artery was treated with a 3.5 x 12 mm promus stent, and an unknown promus stent was implanted during this procedure in an unknown vessel. The patient was discharged on (B)(6) 2010 on medication. On (B)(6) 2011, 74 days post-procedure, the patient was re-admitted with pneumonia and respiratory failure. Clinical diagnosis revealed a non-st elevation myocardial infarction with elevated cardiac enzymes. Angiography performed 2 days later revealed that the stents implanted were widely patent, although the 2.5 x 23 mm promus stent in the mid lad was stenosed. On (B)(6) 2011, the subject was discharged on aspirin and prasugrel. No additional information was provided.